Event description:
It was reported that: "during a tevar procedure an 18 fr manta was deployed in rt femoral artery but failed to close. Dr. (B)(6) held pressure for 10minutes, preformed doppler study to confirm lack of blood flow past the closure site. A successful cut down procedure was preformed to close artery & remove anchor and collagen. The patient was reported as fine."

Manufacturer narrative:
(B)(4) the complaint of manta occlusion could not be confirmed through review of the customer report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. There was no harm or health consequence for the patient. No movement of the patient or access site during recovery. An advantage glide guidewire was used to deploy the manta. The manta was reported to be positioned correctly in the vessel. The artery access location was the right common femoral artery (cfa). The vessel size was 8.5-9.0mm. Access was gained with a micropuncture kit, ultrasound was used, and only one attempt was needed. The access location of cfa was high. Mild calcification at iliac bifurcation, not at stick site, was noted. No tortuosity was noted. The measured depth for manta was 4+1. The manta was deployed at this depth. No issues with advancing or withdrawing procedure sheaths. Heparin ivp and protamine ivp were given. Hemostasis was not achieved and a cutdown was performed. The manta device was explanted during the cutdown. It's possible the high location of the access site could have contributed to the initial failure to close. Based on the customer report the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tevar procedure, an 18 fr manta was deployed in rt femoral artery but failed to close. Dr. (B)(6) held pressure for 10minutes, preformed doppler study to confirm lack of blood flow past the closure site. A successful cut down procedure was preformed to close artery & remove anchor and collagen. The patient was reported as fine."